Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluated the device. The fse noticed a blockage in the ise unit. The fse performed ise cleaning and replaced ise tubing to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous patient results for the ion selective electrode (ise) on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.